Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching over 500 mg/dl. The cause for elevated bg was unknown. Customer replaced the pump supplies, delivered boluses, and administered an injection to address elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.